Event description:
"It has remained implanted for ten years and now it is completely corroded from the gastric acids." Follow-up: "after 10 years from the implant of the lapband on our first pt was went to explant it. The positioning of the device was complicated a cause of ventriculi paries injury laparotomy conversion gastric "raffia" and "open" positioning of the device. After two years I removed the port subcutaneous as site of infection. It was probably sign of the intragaster decubitus of the lapband. After the explant of the device in the part became dark a cause of the contact with the acids gaster showed extreamely friable."

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a strain relief. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling address the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.